Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a "gtt bolus error". The customer indicated this error resulted in inaccurate infusion. There was patient involvement but the information on patient impact is unknown. Although repeatedly requested, no additional information was provided.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction : date of event, describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter city, initial reporter state, initial reporter zip, initial reporter facility name. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, unique identifier (UDI) #, medical device serial #, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, device manufacture date, imdrf annex e, f, a, b, c, d, g codes, remedial action required, remedial action #, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had a "gtt bolus error". The customer indicated this error resulted in inaccurate infusion. The infusion involved regular insulin 100 units in 100ml normal saline and was ordered to infuse at 4ml/hr. It was reported that the 100ml bag was infused in 30 minutes. It was reported that there was a gradual decrease in capillary blood glucose over 4 hours then glucose was stabilized. There was patient involvement and patient reportedly required every 30 minutes lab monitoring for 4 hours.